Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced a stroke. A patient who had been ablated by a qdot micro catheter had a stroke the evening of the procedure. The patient was reported to be "totally fine" by now with no further issues. No complications during the case were noted. Patient was ablated by 90ws and the procedure went very smoothly. The activated clotting time (act) was 359 during the case.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 30775045l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-feb-2025, additional information was received indicating the patient improved, however, required extended hospitalization for the further assessment of the stroke. The stroke was diagnosed with magnetic resonance imaging (MRI). The patient's symptoms resolved. The physician's opinion on the cause of the adverse event is the procedure. There was no evidence of char / thrombus / clot during the procedure. No issues with flow rate during the start of the ablation. Additional patient details were provided and were added to respective fields in section a. Patient information. Concomitant products were also received and added to field d10. Concomitant med products. On 28-feb-2025, additional clarification was received clarifying that the assessments done during extended hospitalization were for stroke condition. The patient underwent CT and MRI as well as neurological consultation and medication therapy. Other intervention was not indicated. After the prolonged hospital stay, she went home without any complaints (the previous symptom has disappeared). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).